Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2022 with a nasopharyngeal sample. The customer reported taking two confirmation tests. The first test was a genexpert test taken on (B)(6) 2022 that generated a negative result. The second test was an ID now test taken on (B)(6) 2022 that also generated a negative result. No additional information, regarding patient treatment or outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m174526 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m174526 and test base part number 190-430 / lot m174526. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed, unconfirmed, and conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
Please see fields for corrections: b5 and d4 (catalog #).

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 with a nasopharyngeal sample. The customer reported taking two confirmation tests. The first test was genexpert test taken on (B)(6) 2022 that generated a negative result. The second test was an ID now test taken on (B)(6) 2022 that also generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.